Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to a pump malfunction and an inability to inflate the cylinders. Additional information received states a new pair of preconnected 21cm x 12mm ipp cylinders with pump were implanted. Further additional information received states the ipp had a "sticky pump." The patient was doing well following the surgery.

Manufacturer narrative:
Device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the deflation and activation test. The ams700 ipp cylinders were visually inspected and functionally tested. A leak and large hole in the outer tube was identified near the proximal end of the cylinder body in cylinder 1 due to sharp instrument/tool damage. Cylinder 2 had a hole in the outer tube also attributed to tool damage; however, no leaks were present. This identified cylinder damage is consistent with explant and is therefore considered a secondary failure. Product analysis concluded the pump malfunction as the most probable cause of the events.

Event description:
It was reported that the inflatable penile prosthesis (ipp) cylinders and pump were explanted due to a pump malfunction and an inability to inflate the cylinders. Additional information received states a new pair of preconnected 21cm x 12mm ipp cylinders with pump were implanted. Further additional information received states the ipp had a "sticky pump." The patient was doing well following the surgery.